Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported that they ordered to remove the post- pyloric 8fr weighted ng tube because it appeared folded over itself on the x-ray. Upon removal, the tube was found to be ruptured/shredded at the 13cm mark near the weighted end. There was no injury reported.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will continue to track and trend through our monitoring programs and take actions as applicable.